Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device does not take the skin graft properly. The event timing was during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 -review of the most recent repair record determined that the widthplate screws were worn, the lever was deformed, the machined head was damage, the swivel was loose, the unit was out of calibration, the control bar position was not correct and the motor speed was unstable. The unit was not repaired per the account's instruction and has been scrapped. -a definitive root cause cannot be determined. -the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.